Manufacturer narrative:
According to the facility, medline gowns were recalled and 1 xl gown had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall. The procedure was initially performed on (B)(6) 2025. The patient subsequently required a second surgery on (B)(6) 2026, due to an infected knee. The facility cannot confirm or deny whether the infection was a result from the gown. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, medline gowns were recalled and 1 xl gown had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall. The procedure was initially performed on (B)(6) 2025. The patient subsequently required a second surgery on (B)(6) 2026, due to an infected knee.

Manufacturer narrative:
Updated h6: investigation findings (c). Updated h6: investigation conclusions (d). Updated h7: if remedial action initiated, check type. Updated h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.